Manufacturer narrative:
Pump received with detached end cap, dog chew marks and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Unable to perform any testing including the displacement due to detached end cap. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. Customer stated that the reservoir compartment and battery compartment had cracked and no damaged to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.